Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient said they went to the hospital for an MRI last wednesday and as soon as they got home their legs started to swell and their incontinence came back right away and they couldn't get any urine out. Patient said that after the MRI they told the tech they needed to go to the bathroom but said they then released the patient and told the patient they were responsible for programming their ins and addressing issues in regards to ins. Patient said they (themselves) then turned ins on and programmed to their previous settings and said that didn't work so well (in terms of waiting to turn stim on after getting home) and they ended up in the hospital and said it's very important for them to urinate after an MRI/procedure. Patient said they have had many surgeries where they turn the stimulator off and then are able to go to the bathroom after turning it back on right away. Patient said they've also had too many surgeries where they ended up with a catheter so they stressed the importance of going to the bathroom after their procedures. Asked patient if they needed help with MRI mode or with adjustments and they said they were worried about the ability to go to the restroom after their mris and said they have 3 mris scheduled for their spine and back (patient confirmed unrelated to ins) and one for a spot on their liver. Reviewed to ask facility staff to direct them to bathroom after MRI. Please note, ps did their best to document and clarify all information during the call. Caller had notes that the last time patient was scanning in (B)(6) 2022, patient had issues with system not working properly and was concerned it was going to not work again after they turned it back on after their upcoming MRI. Caller requested to page the rep in case of any issues after the MRI. Caller didn't know specific details as patient was scanned at their hospital location. Tss reviewed use of MRI mode and following MRI guidelines. Tss transferred caller to nas but also recommended that patient proactively schedule appointment with hcp for after their MRI if they're concerned about the system not working afterwards.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.